Event description:
During an elective procedure, bleeding from several points of an ascending aortic prosthesis was noted at the points of de-airing and suture line. The pt required transfusions of platelets and frozen plasma. The pt's post-op condition was good and whilst the physician's opinion was that the event was caused by the vascutek product, it was not considered life threatening.